Manufacturer narrative:
Information was received via published literature. Evaluation summary: there were specimens of the pseudotumor that showed extensive signs of necrosis of the soft tissue that led to adverse reaction from metal debris. The article suggests that impingement may have led to higher debris within the patient's system possibly causing the pseudotumor. Based on the provided information, although not proven, the most likely cause for the pseudotumor is impingement to the shell; however, a definitive root cause cannot be definitively determined. Evaluation codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised due to a pseudotumor with leg edema.